Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt a burning sensation at the ins which started in early (B)(6) 2019. In the last 1-2 days, the patient started to feel a burning in their vagina. They decreased the stimulation and the burning sensation went away. The patient was redirected to follow up with their healthcare professional (hcp) for the issues. There were no further complications reported or anticipated.